Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) failed during an emergency pacemaker insertion. It was noted that the batteries were changed and the epg self check was completed prior to use. The epg failed during initial activation and an error was displayed. A reset of the epg was performed, the error repeated and the epg was unable to pace. No patient complications have been reported as a result of this event.